Manufacturer narrative:
The alarm trace did not show any issue with the performance of the analyzer at the time of the event. The qcs during the period of the event appear to be normal. These indicate that the analyzer was performing within specifications. The date of the second result is unclear but was presumed to be (B)(6) 2023 . The two results appear to be unrelated. The investigation determined that the event was due to preanalytic sample handling. The investigation did not identify a product problem.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable troponin t hs result from the cobas 8000 cobas e 602 module. Patient 1 initial result was 125.2 pg/ml and the repeat result was 5.57 pg/ml. On an unknown date, patient 2 initial result was 33.57 pg/ml and the repeat result was <5 pg/ml. The questionable results were not reported outside of the laboratory. The repeat result was believed correct. The reagent lot number was 614921 with an expiration date of 08-2023.